Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4)

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure that included thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced cardiac tamponade that required pericardiocentesis. The caller stated that during the procedure, a pre-evaluation of the pericardial space was performed using the ultrasound catheter. The intracardiac echocardiography (ice) images indicated a normal pericardial space. Trans-septal puncture was then performed. The pulmonary veins were then isolated using radiofrequency (rf) ablation. A post evaluation ice ultrasound showed a normal pericardial space. The caller states that the patient was stable at this time. Approximately 1-2 hours later the caller received a text message from a colleague stating that the mentioned patient was now in the catheter lab and a pericardiocentesis was being performed for a pericardial effusion. The caller stated that 1500 ml of fluid was removed from the patient's pericardial space. The caller had no further details on the patients condition at the time of the call. Max wattage used was 50 watts. No evidence of steam pop. Flow settings of irrigated catheter: high flow rate. No error messages observed on biosense webster equipment. Force visualization features used: dashboard , vector, visitags. Parameters for stability used with visitag module: 2 secs, 3 mm and force over time (fot) 3 grams at 30%. Additional filters used was surpoint. Color options used included tag index.